Manufacturer narrative:
MDR / initial 1 of 6. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced six infusion sets fell off issues during use event on (B)(6) 2026. The he infusion set in use for an hour or two hours. The patient replaced infusion set and resumed insulin deliveries successfully.